Event description:
It was reported that the superion indirect decompression system patient engaged in strenuous, heavy-weighted movements, resulting in a fracture at the l4 spinous process. Following this injury, the patient suffered a fall, which caused the implant to migrate. The doctor determined that the device was functioning properly before the patients intense physical activity. Consequently, a revision procedure was performed to remove and replace the device. The patient is recovering well postoperatively.

Event description:
It was reported that the superion indirect decompression system patient engaged in strenuous, heavy-weighted movements, resulting in a fracture at the l4 spinous process. Following this injury, the patient suffered a fall, which caused the implant to migrate. The doctor determined that the device was functioning properly before the patient's intense physical activity. Consequently, a revision procedure was performed to remove and replace the device. The patient is recovering well postoperatively. Additional information was received that the patient is doing well postoperatively.